Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity arterial disease (lead). The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, after first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different balloon. No patient complications were reported. The patient status was good.